Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, and environmental chamber stressing without duplicating the customer's report. An internal inspection found no discrepancies. The ac charger was replaced as a precaution.the device was recertified and returned to the customer. No trend is associated with reports of this type.